Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav shunt system (#fv434-t) was implanted during a procedure. According to the complainant, the progav had adjustment difficulties. The patient underwent a revision procedure. The complained product will be sent to the manufacturer for investigation. No patient complications were reported as a result of the revision procedure.

Manufacturer narrative:
Visual inspection: during the investigation, scratches on the outer housing of the progav and permanent kinking of the catheter were determined. Permeability test: a permeability test has shown that all components have a blockag. Even after separating the components, all individual components were blocked. Computer controlled test: not applicable due to the blockage. Adjustment test: the progav was tested and is not adjustable. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected; however, the breaking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valves, deposits were found in both valves and the reservoir. Results: according to the investigation results, a blockage of the whole system was detected. Even after separating the components, all individual components were blocked. In addition, it was found that the progav could not be adjusted. The visible deposits inside led to the functional deviation. Deposits caused by substances naturally present in the patient's body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve. The examination of the return has been completed with the drafting of this report. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
The complained product is now sent to the manufacturer for investigation.